Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed, there were no related system errors to have occurred, during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported, that the patient underwent an ion endoluminal lung biopsy procedure. And experienced respiratory failure. The biopsied lesion was 1.3 cm and located in the right lower lobe. Tools used during the biopsy were 19g flexision needle compatible forceps, cytology brush, and a bronchoalveolar lavage was performed. Imaging modalities used were c-arm fluoroscopy and radial ebus. The diagnosis from pathology was inflammation (specific)/infections fungus (benign). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information. However, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
Additional information can be found in the following fields: a2, a3, a4, a6, b2, b5, b7, g3, h2, h10, h11, and annex f. It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced respiratory failure. The biopsied lesion size was 13mm and in the right lower lobe. Tools used during the biopsy were a 19g flexision needle with compatible forceps, cytology brush, and bronchoalveolar lavage. Imaging modalities included c-arm fluoroscopy and radial endobronchial ultrasound. The patient had a medical history of bronchiectasis and copd. The physician believes the cause of the respiratory failure was not due to the ion system, but due to the patient's preexisting bronchiectasis with acute exacerbation. The physician believes that if the ion system had 3d cios it could shorten procedure duration/time under anesthesia, but that the respiratory failure could have potentially occurred via another biopsy modality. The procedure was completed, and respiratory failure was identified post-procedurally when the patient experienced shortness of breath and was not able to be wean off oxygen in the post-anesthesia care unit. Mechanical intubation and/or ventilation was not required. Interventions required were oxygen, antibiotics, and unspecified breathing treatments. The diagnosis was reported as a bacterial infection. The patient was admitted for observation, given antibiotics for bacterial pneumonia and steroids for bronchiectasis exacerbation. Supportive care as o2 was weaned. The patient was discharged home 3 to 4 days later to complete antibiotics in stable condition.

Event description:
Refer to h10/h11 for follow-up information.